Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The lamp was not powering up during testing due to the lamp being blown out. After replacing the blown lamp with a spare, the unit began functioning without fault. If additional information becomes available following the device evaluation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that while performing maintenance on her olympus halogen light source, the lamp was not lighting. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty lamp could not be determined. Olympus will continue to monitor field performance for this device.